Event description:
It was reported that during the pre-use check, leakage of air from the cuff was observed. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Photos received: five (5) photos were included in agile attachments for evaluation. Results: no defects were found. Samples returned: one (1) sample was returned for evaluation p/n 100/133/070; the sample was received in used conditions without original package. Visual inspection: the returned sample was visually inspected at 12? To 16? And normal conditions of illumination. Results: no defects were found. Functional testing: the pilot balloon of the samples returned was inflated using a syringe to detect any defects. Results: leakage on cuff was detected; the complaint was confirmed. Leak testing: the samples returned were connected to leak tester machine [cal ID: 8.1597, due date: march,2022] to identify any leak. Results: leakage was detected the sample returned. Based on the analysis conducted in the sample provided, the root cause is the unit became damaged after it left smiths medical facilities since units should be pre-checked before use in patients. The cause of the reported problem could not be determined. Any relevant dmrs, ncrs, ets, etc.: there were no issues, nonconformance reported during the manufacture of this lot.